Event description:
It was reported that during a da vinci myomectomy procedure, the staff reportedly observed a broken cable on the mega suturecut needle driver instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable had broken under tensile loading. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.